Manufacturer narrative:
H4: the lot was manufactured from july 10, 2023 ¿ july 17, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates leaked after the combination of stopper. However, the wing caps were removed for filling. This occurred during filling. There was no patient involvement. No additional information is available.